Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer's daughter alleges that the irc1710 is not producing a vapor from the medicine. Consumer alleges the unit will power on, but nothing is coming out. MDR filed.

Event description:
(B)(4) 2012. No serious injury alleged. Malfunction alleged. Consumer's daughter alleges that the irc1710 is not producing a vapor from the medicine. Consumer alleges the unit will power on, but nothing is coming out. MDR filed.

Manufacturer narrative:
(B)(4).